Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a penetrating ulcer in the thoracic aorta approximately 7 months ago. It was reported that a follow-up CT was done 2 months post implant and showed the stent graft appeared fine. Recently, the patient presented with a pseudoaneurysm or a rupture and it appeared that the bare spring of the proximal device had perforated the thoracic aorta. Another manufacturer's stent graft was used to treat the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: penetrating ulcer, arterial trauma/dissection/perforation. Conclusions: penetrating ulcer.